Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history report revealed no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This device was used for treatment and not diagnosis. This instrument, is not intended for implant/explant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Evaluations department forwarded a report that a application instrument that will not tension. The device was part of eval set 01.501.006e, etch number (B)(4) with order number (B)(4). There was no reported patient or surgical impact, as it was noticed while getting ready for surgery and the surgery was cancelled for a non-related issue. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigation shows that there is no visible damage or wear on the instrument. No malfunction could be identified on the instrument. No further manufacturing evaluation necessary. A product development evaluation was completed: the instrument was inspected. The handling test with 3 implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instruments as per the design intent. No design related issues could be identified on the returned instrument. The complaint is deemed invalid since the instrument is fully functional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.